Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain.

Manufacturer narrative:
Product was not returned so no product evaluation could be conducted. Review of device history records showed no deviations or anomalies for the identified products, during the manufacturing processes. . This device was used for treatment. Compatibility check showed identified parts were compatible. Complaint history review for identified parts showed that no trends were identified. Risk assessment did not identify any new risks. Review of provided medical records identified that surgical technique was followed and there were no issues with the surgery. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.